Event description:
It was reported that prior to a laparoscopic splenectomy procedure that an instrument error was recorded and hand activation did not work. Case completed with the foot switch. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.